Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 2.5 mmol/l (mobile system 1) and 5.0 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test cassettes are not available to return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. : device will not be returned.